Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized and treated with antibiotic vancomycin hydrochloride at an unknown frequency and unspecified route of administration for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.